Manufacturer narrative:
After analyzing the photo returned from the client, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos: according to visual analysis of photo, it was possible to verify the presence of droplets of silicone on the catheter. The final assembly batch: 6179393 used in the claimed final product batch: 6209303 of angiocath yel 24ga x 0.75in was tested for presence of "foreign/no foreign matter" and no records of this defect were found. There are no records of quality notification (qn) or non-conformance report (rnc) of foreign matter, for the lot involved in this claim, according to the history of the lot above. Based on the investigations conducted for claims of excess silicone of the angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. (B)(4) was opened to treat the clogged needle complaints of the angiocath. It will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿droplike¿ particles were found on the surface of a bd angiocath¿ IV catheter prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one open and unused sample of angiocath 24gx0.75; catalog: 381112; batch: 6209303 was received for investigation. A visual analysis was performed on the sample, which confirmed the presence of silicone drops on the catheter. Thus, the investigation results previously performed based on the photos will remain unchanged.